Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a calibration not accepted alert and reported a differences in sensor glucose and blood glucose value. The customer reported the blood at sensor insertion site. The event involved product mmt-5100jd1. Troubleshooting was performed and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea. The sensor glucose value was 63 mg/dl and the blood glucose value was 98 mg/dl and the difference was 35 mg/dl which was more than 30%. Insulin delivery was not suspended due to sensor glucose and blood glucose difference. No further patient complications were reported. It was unknown whether the customer will continue to use the sensor. Product return for mmt-5100jd1 is not expected.